Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient¿s left hip was revised approximately twelve years post-implantation allegedly due to dislocation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records confirms the patient was revised 12 years post-implantation due to dislocation. Revision operative report noted cloudy, blood-tinged fluid, pseudotumor, and evidence of metallosis. The femoral head and acetabular cup were removed and replaced and a constrained liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction concomitant products _ unknown m2a magnum head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient¿s left hip was revised approximately twelve years post-implantation due to dislocation. Patient was seen in the emergency room for treatment of a posterior dislocation of the left total hip. The patient was bending over when they felt the hip dislocate. Additional information received in patient's medical records confirms the patient was revised 12 years post-implantation due to dislocation. Revision operative report noted cloudy, blood-tinged fluid, pseudotumor, and evidence of metallosis. The femoral head and acetabular cup were removed and replaced and a constrained liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.